Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned to olympus for evaluation, investigation was conducted based on the obtained information, however, the cause of failure could not be identified. No further information could be obtained. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: h6: (correct investigation findings code has been provided in reference to the previous follow-up report).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the light source had connector issues with nothing connecting. The issue was found during preparation for use. There were no reports of patient harm.